Event description:
During reconstruction procedure of the anterior cruciate ligament, the anchor hooks broke off into the pt. Two hooks were detected in pt via x-ray, one hook was retrieved. The other hook was left in per physician's choice, pt aware. Physician has retained the device.